Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a routine ridge augmentation via a sinus lift procedure using rhbmp-2/acs. Three days post-op, the patient began having a severe swelling reaction. The patient complained of pain and there was swelling that caused the surgeon to re-open the incision and look at the residual acs. No purulence and no abnormality was detected. The site was not cultured as, per the surgeon, there was nothing to culture. The patient then went to see an ent. Per the surgeon, the ent did not find any substantive issue and recommended observation. Per the patient, one month post-op the ent removed a mass from the implantation site due to the swelling.